Event description:
Patient was receiving a left sided permacath placement. Permacath was placed without event. Upon checking the catheter, a clear fluid was withdrawn and it was suspected that the tip of the catheter was in the pericardial space. The physician withdrew the catheter until there was venous blood return, and then began to monitor the patient who soon after began to decompensate. CT surgery and cardiology were alerted along with the code team. Surgery immediately placed a pericardial drain, and after the patient was stabilized he was transported to the ICU where he was monitored for several days. It is perceived that the peel away catheter that accompanies this catheter is far too stiff for the left sided access point. Esrd - questionable infected dialysis catheter prior to event. Dates of use: 3 years. Diagnosis or reason for use: esrd - long term dialysis use. Event abated after use stopped or dose reduced: no.